Event description:
On (B)(6) 2011, pt reported elevated blood glucose as high as 300 mg/dl due to concerns with the infusion set. Normal blood glucose is 80-115 mg/dl, and pt bolused to treat hyperglycemia. On one occasion, pt experienced difficulty inserting the infusion headset and the cannula crimped. Pt inserted a new infusion set at a different site. Pt has experienced 2-3 concerns with the infusion set over the previous month. She did not verify if all of the cannulas were bent after the headset was removed. Pt noticed insulin leaking around the adhesive of the infusion set. Headsets are manually inserted. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.